Event description:
It was reported that the patient collapsed and was resuscitated with external defibrillation. Interrogation revealed there were no episodes or delivered therapy due to programming. Multiple alerts for non sustained ventricular oversensing were seen. The patient was hospitalized and was doing well immediately after the event. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.